Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer

Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.86 inr. The patient's coumadin dose was held for one day based on the reported results. No adverse event reported. Requested return of suspect system; however, the caller no longer has the test strips; replacement was sent.